Event description:
It is reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.

Manufacturer narrative:
Eval summary: the devices have been in-vivo for over 3 years to date. Neither x-rays nor surgical notes were returned. Component fit and orientation is unk. Pt medical history is unk, as is rehabilitation protocol and adherence thereto. With the info protocol and adherence thereto. With the info provided, a definitive root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.